Manufacturer narrative:
The returned device was visually inspected and it was found reddish material inside the pebax however, no visible damage was observed. For the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a high temperature occurred. The high temperature observed was 50°c. A temperature error displayed and it was impossible to perform the ablation continuously when the cutoff value 50°c was reached. The device was exchanged and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab for analysis and on (B)(6) 2017 it was discovered that there was a hole was found over the surface of the pebax. Scanning electron microscope showed evidence of a hole and mechanical damage on the surface of the pebax. It is possible that the damage was generated with an unknown object. This finding is MDR reportable because there is a potential risk to the patient due to the exposure to internal parts of the catheter. The awareness date has been reset to (B)(6) 2017, the date the reportable finding was discovered.